Event description:
Related manufacturer reference number: 3006705815-2024-02442. Related manufacturer reference number: 3006705815-2024-02406. It was reported that patient has high impedances and patient is experiencing shocking at ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6- health effect - clinical code should be 1980 - undesired nerve stimulation . Instead of 2072 - shock. Correction h6- medical device problem code should be 1463 - pocket stimulation instead of 1574 - inappropriate/inadequate shock/stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients lead wrapped around ipg and the other lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced, and the ipg was implanted deeper to address the issue.